Event description:
It was reported that during a pta treatment procedure, difficulty was experienced deflating the balloon catheter. Deflation took longer than expected. No pt injuries or complications have been reported. Additional information has been rquested regarding this event.